Manufacturer narrative:
The reported issue was addressed with additional pressure and the patient received a blood transfusion. The device was not returned for physical investigation. Final hemostasis was achieved with the device and the device performed as intended. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery and a blood transfusion successfully treated the hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and the device was removed. Final hemostasis was achieved with the device. The next day the patient returned to the hospital with a complaint of pain and she had an 11cm x 5 cm hematoma. In addition, the patient's hemoglobin had dropped 3 points. The hematoma was pressed out and she was giving 2 units of blood. The patient was then discharged without further complications.